Event description:
Device - ivace infusion pump ple bracket.the patient ws pushing the infusion pump which wa attached to the pole with an ivac infusion pump bracket. The handle on the pole broke and the patient fell to the floor. She encountered pain to her right shoulder. X-rays revealed no fractures. A sling was applied to her armdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.